Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip surgery is underway involving removal of an asr head and shell. Also involved is a corail stem which the surgeon has left in situ since it proves to be well fixed. The index surgery was performed by a different surgeon many years ago in another hospital. No patient notes are available from index surgery. Reason for revision is increase in the patient¿s ion levels. Head is 57mm diameter. Inner sleeve details unknown. Cup is 64mm diameter.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Can you please confirm, the primary surgery date or the original implantation date? Not known. This was performed in a different hospital to the revising center, many years ago, as noted in my original report. B. What was the affected side? Left, or right? Right. C. Is unk hip femoral sleeve asr available for return? Yes. It¿s fixed into the femoral implant. And will be returned with the head and shell. D. Was there any surgical delay? If yes, please provide the duration. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.